Event description:
It was reported to covidien on (B)(6) 2011 that customer had an issue with trellis 8 80x30. The customer states that post trellis run, resistance was felt at the sheath. Customer states that he pulled back the catheter out of the sheath and the distal balloon had a 3 to 4mm bubble that would not deflate nor inflate once it was taken out of the pt. Customer states that there was a leak proximal to where the bubble was on the distal balloon. Customer states that he checked to make sure the distal balloon was fully deflated under fluoro before pulling the catheter out.

Manufacturer narrative:
Submit date: 01/04/2012. An investigation is currently underway upon completion, the results will be forwarded.